Event description:
It was reported that the female patient suffering from chronic renal failure had the repair kit fitted less than one month prior to this occurrence in the renal unit. It was reported that the hub had cracked after only three weeks of use. As a result, it was removed and replaced with a new one. The insertion site was the right subclavian. There was no reported delay, death or complication to the patient. It was noted that this issue happened twice (different patients). Additional information received on (B)(6) 2011 from (B)(6) is as follows: "both these hubs had the coloured component cracked. In this report it is in fact both hubs and in MDR #1036844-2011-00170 only the arterial hub that is broken/cracked. This dialysis unit had in-service training regarding the connection and disconnection process from the dialysis machine as well as the cleaning materials to be used. They use hibitane in water and povidone. The user also attended the sessions in order to view how they connect the patients to understand that they are not doing anything odd. All appeared to be according to protocol."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.